Event description:
The patient had two resolute integrity stents implanted. There were no abnormalities reported when deploying the stents. Post procedure the patient has reported that she has suffered two mis, dates not provided. Patient has also experienced pressure in her chest, soreness, is tired and weak. No other details available.

Manufacturer narrative:
Result, conclusion: no device, procedural images or procedural notes received, mi, no device returned, no device or procedural images received. (B)(4).